Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pull string has come undone [device breakage] case narrative: consumer reported via e-mail that the pull string has come undone during removal. No injury reported.